Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
Peritoneal dialysis patient (pt) stated the liberty select cycler has a blank screen on power up. The power cord is properly connected in both ends in a ground outlet. After attempting to troubleshoot, the patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient indicated that the treatment was completed. The patient did not experience any complications as a result of the alleged event. The liberty select was replaced.